Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge contacted the customer and directed them in resetting the bios boot instructions memory. The system operates as intended.